Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a time date issue. The reporter stated that the time and date on the pump were incorrect but could not verify whether this issue occurred with battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/12/2014-device evaluation:the pump has been returned and evaluated by product analysis on 02/22/2014 with the following findings:a review of the pump¿s total daily dose history showed that the dates were correct, ending on 08/07/2013. The pump¿s alarm history was unavailable for review. During testing, the pump had missing pixels and blank spots in the display and the pump was unable to load the cartridge. The time and date issue could not be tested fully due to this. A crack was found in the casing near the display. The pump cover was opened and moisture damage was found on the internal circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.